Event description:
It was reported that the user experienced overnight hypoglycemia while using the ilet bionic pancreas, with a lowest reading reported as ¿low¿ on sensor and a subsequent fingerstick of 97 mg/dl after treatment; the user treated with oral glucose (juice) and reported no contributing factors. Symptoms included no reported clinical effects. Outcomes included no need for professional medical intervention, no hospitalization, and no ketone testing. Investigation included customer counseling to verify lows with a blood glucose meter and scheduling of additional training. Investigation of this case revealed cause unclear for the hypoglycemic events, with no device alarms reported and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.